Event description:
As per telephone: the valve has never been implanted, they have not even tried to do it. The guide opened. However, only the introducer reached the pt. The introducer could not be inserted due to tortuosity of blood vessels. Maneuvers were performed in order to insert the introducer with other devices (not related to this device), but finally it was not possible and during the maneuvers, the pt's vessel bled, requiring the implantation of coated stents and vascular intervention afterwards. The physician was aware about the tortuous anatomy of the pt and hardly access, however, he considered it appropriately to try performing the intervention. The issue does not involved the product itself, but this is more an issue regarding the tortuous pt's anatomy.